Event description:
It was reported that an asymptomatic patient sent a remote transmission after receiving a vibratory alert. Upon review, non-sustained lead noise episodes due to suspected myopotential oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.